Event description:
It was reported to medtronic minimed that the customer experienced a low battery life of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1715km. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump. The product was returned for analysis.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and selftest. The power management graph was in specification and no unexpected low battery alerts noted during testing, however multiple low battery alerts were present in the format history file and unit received with high sleep current measurement due to severe corrosion in battery tube assembly (a partial short from battery tube ground to battery tube spring measuring 70kohm). Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and slightly damaged keypad overlay texture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.